Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿removing a well-fixed femoral sleeve during revision total knee arthroplasty¿ by j. Ryan martin, md., et al, published by arthroplasty today (2016), vol. 2, pp. 171-175, was reviewed. The purpose of this article is to review the surgical technique for two-stage revision of an infected pfc sigma total knee implant in a 51-year-old male patient with a history of juvenile rheumatoid arthritis. A (B)(6) male was implanted with a pfc sigma rotating platform total condylar 3 total knee due to a history of instability secondary to juvenile rheumatoid arthritis. The authors do not note the manufacturer of the cement nor do they note the patella within the text of the article. Two-years post index implantation, the patient developed operative joint instability secondary to dislocation which required two revisions of the polyethylene inert. Six weeks after the second insert revision, the patient developed a mrsa infection of the operative knee. The patient was initially treated with multiple debridements and parenteral administration of vancomycin which failed to control the infection. Due to the persistence of the infection and joint instability, a two-stage revision surgery was performed. Intraoperatively, all components were well fixed. There were no reported product problems with the components explanted during the two-stage revision. Impacted depuy products: 2 tibial insert revisions: implant dislocation, joint instability. 1 pfc sigma total knee revision: femoral stem, femoral sleeve, femoral adaptor, femoral component, adaptor bolt, tibial inert, tibial tray, tibial sleeve, and tibial stem: no reported product problem, infection, joint instability. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.